Manufacturer narrative:
Initial reporter information was not provided in the sus voluntary event report medwatch form.

Event description:
Information was received indicating that this ventilator lacked an alarm to notify staff when the oxygen flow ends. As this ventilator does not provide any type of room air bleed-in, once the oxygen source was depleted, no further breaths were delivered and no alarm sounded to notify staff. It was noted that this event caused or contributed to a life threatening serious injury. No additional adverse patient effects were reported.